Event description:
Caller reported erratic results and error message erl (insufficient sample applied). Within a five minute period, caller had results of 444, 222, and 90 mg/dl. Caller was unable to complete control solution test as caller was out of supply. Caller has taken incorrect dose of glucophage without prolonged ill effect or intervention.